Event description:
Pt complaint of lateral knee pain, xrays showed tibial baseplate to be overhanging on the lateral side. Baseplate revised to a smaller tibial baseplate with stem.

Manufacturer narrative:
Add'l info has been requested, and if received, will be provided in a supplemental report.